Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history reviewed: 1 unrelated non conformance on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report, however it was not related to implant loosening. Total for lot number: 1 (B)(4) .

Manufacturer narrative:
Product complaint #(B)(4). (B)(6). Dmf# - 13704, trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a right attune total knee to treat degenerative arthritis. The patella was resurfaced and depuy cement x 2 was utilized. There were no indicated intra-operative complications. Patient received a right knee revision to treat pain and tibial tray migration and loosening at the cement to implant interface. The tibial tray and tibial insert were revised. The femoral component and patella component were retained. The patient was revised with depuy products and cement x 4. There were no indicated intra-operative complications. Doi:(B)(6) 2014, dor: (B)(6) 2021 right knee.